Event description:
It was reported that the basket on the ptd separated from the cable during the first pass through the graft. The basket was successfully removed using a snare. There were no pt complications.